Event description:
It was reported that the patient was not getting adequate stimulation in his back. The patient was also "feeling pressure." A possible breakage was mentioned. The leads were replaced, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60, lot # unknown, implanted: (B)(6) 2010, explanted: (B)(4) 2012, product type lead, product ID 3778-60, lot # unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3550-39, lot # unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead #1, lot # unknown, found no anomaly. Analysis of lead #2, lot # unknown, found the outer insulation of the lead body was melted (suspected cautery artifact) with no significant anomaly. Analysis of the titan anchor found cut silicone with no significant anomaly.